Manufacturer narrative:
(B)(4). The insulin pump was received with intermittent button response due to flattened (escape, act and up) button dome switch (no crease). No button error alarm and no unlocked j2/lcd keypad connector noted during test. Unable to perform all functional testing including the displacement, operating currents, unexpected error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. Pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.

Event description:
The customer reported via phone call that their insulin pump had lost. The customer stated that he had left his pump at work and it might have been picked up by the cleaning crew. The insulin pump will be returned for analysis.